Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented an endoscope communication error. The issue was found during set up. There were no reports of patient involvement.

Event description:
It was reported the subject device exhibit e226 error code.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause the video cable was broken and therefore error 226 occurred. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.